Manufacturer narrative:
The ipg db-1140-s serial number (B)(6) was returned and analyzed. The event of the ipg only lasting 22 months and requiring a replacement procedure was confirmed through laboratory analysis, which revealed that the ipg could be linked with an rc (remote control), but it could not be linked with the troubleshooting tool in the lab. The device was cut open and the battery measured 2.41 volts. Attempts to bring up the device from the eos (end of service) state using an external power source were not successful. The pcb (printed circuit board) level electrical test revealed normal device characteristics. Since the device is no longer responding, the ipg logs could not be retrieved to be able to calculate the battery longevity. It is possible that the ipg was damaged during the explant procedure due to an unknown source. No anomalies were identified that could have contributed in high impedances. The ipg passed visual, x-ray, and borescope inspection. However, review of clinician programmer session reports supports that an intermittent open circuit was included in programming configuration for 313 days. Per ipg design, high impedance electrodes that are included in programming configuration are expected to recruit more battery. The energy use index (eui) does not adaptively calculate remaining ipg life and eui does not account for high impedance electrodes included in programming. The device was in service for 655 days. The possible damage to the associated lead could have contributed to the open/high impedance electrodes. The use of intermittent open contacts/electrodes resulted in the premature battery depletion of the ipg.

Event description:
It was reported the patient underwent a revision procedure to replace the implantable pulse generator (ipg) due to premature battery depletion. The procedure was completed successfully.

Event description:
It was reported the patient underwent a revision procedure to replace the implantable pulse generator (ipg) due to premature battery depletion.